Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right atrial lead that exhibited low out of range impedance values. X-ray confirmed that no shift occurred. Physician attempted to reposition lead, but lead still exhibited low impedance. Physician decided to explant and replace the lead. Physician observed mark of ligature and dimpled appearance on the lead. The physician commented he used the lead body for surgical hemostasis and tied it up with tissues. No patient consequences observed after the procedure.